Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testingthe device touchscreen would not calibrate. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen wouldn ot calibrate. The device was returned to the biomedical dept for an unspecified reason. No info was provided; however, it was reported there was no pt involvement. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No add'l info was provided.